Event description:
I have been using amo complete moisture plus for almost 15 years. This year, I have had chronic eye infections once every month at least and I just chalked it up to bad luck or bad environments. Then I heard that amo complete was having a voluntary recall of their products and the reason was the acanthamoeba, I knew that it was what I was going through for the last few months. The most reason infection was extremely painful, and the first one I took myself to a doctor for, because I had no optical insurance at the time. I worry, that this has been affecting me longer than I have had the infections as I have had a problem reading and concentrating since 2006. Again, this is the first I have had any issues with eye infections and I have used this product since I was in my mid teens.